Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient woke up, felt very dizzy and passed out. The patient stated the low rate setting in the implantable pulse generator (ipg) was 60 and their heart rate was in the low 50's. The patient sent a remote transmission and the clinic reviewed it and said everything was working fine with the ipg, but they couldn't tell the patient why the device "didn't kick in right away". The ipg remains in use. No further patient complications have been reported as a result of this event.